Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and patient details. The event of choroidal effusion, hemorrhage or mixed effusion hemorrhage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient with a xen®45 gts experienced persistent hypotony (iop <6 mm hg, present at 2 consecutive visits postoperatively >30 days apart). Severity noted as mild. Event is noted as unresolved/stable. Treatment is noted as continue with surgery drop protocol. Patient also experienced choroidal effusion, hemorrhage or mixed effusion hemorrhage: extending posterior to the equator. Severity noted as mild. Event is noted as resolved without sequelae. Treatment is noted as steroid drop tapering protocol.